Event description:
The patient reported hearing the device alarm a few day post implant. Follow up information was received and indicated that the patient was hospitalized for a pericardial window following a chest pain complaint. The patient had pericarditis due to a myocardial infarction that was determined not to be device related. While hospitalized, the device was checked and it was noted that it alarmed because an inappropriate shock had been delivered due to the device sensing atrial fibrillation and rapid ventricular response. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.